Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the foam tip plunger overrode the lens and the lens became stuck in the cartridge. There was no pt contact.